Manufacturer narrative:
(B) (4).

Event description:
The device was overdischarged. During the physician mode recharge, an error code of 376 and a "call your doctor" icon were displayed. It was possible to get the system working, but impedances were out of range and the pt felt no stimulation at any settings. It was felt that the pt was not medically stable enough to undergo surgical revision. She was also having difficulty maintaining the system, so it was decided to leave the device as-is and not use it.